Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose, frequency and lot number not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On the same day, prior to antibiotic treatment, a peritoneal effluent analysis and culture were performed. On (B)(6) 2011, the patient began remedial treatment with injections of vancomycin 2gm, cefepime, 1gm and amikacin 500gm (route, frequency and duration not reported). At the time of this report, the patient was recovering from the peritonitis. The root cause of the peritonitis was unknown and the action taken with dianeal was not reported. Concomitant medications were not reported. The reporter believed the event of peritonitis was not related to dianeal therapy.